Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Pt encounter an issue with the wearable unfortunately pt can no longer remember the exact error message - all the pt remeber is that the device give him warning when he is low or high .